Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in the set) which occurred on the home choice (hc) device during initial drain. The home patient (hp) was connected at the time alarm and had not disconnected at any time prior to the alarm. The technical service representative (tsr) assisted the hp to end therapy. The caller discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.